Event description:
It was reported to medtronic minimed that the customer experienced insulin pump error 24. The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed. Pump was reset and customer was able to clear all alarms. Pump passed selftest. Customer reported physical damage to the retainer ring on the pump. No harm requiring medical intervention was reported. Customer will discontinue the use of insulin pump. Mmt-1715k was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with a partially broken reservoir tube lip, missing retainer, and missing reservoir tube o-ring. A test p-cap and reservoir were installed and did not lock in place due to the broken reservoir tube lip and missing retainer. The pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement test, occlusion test, and dat test due to the broken reservoir tube lip and missing retainer. Successfully downloaded the trace and history files using thus. No pump error 24 alarms noted during testing. A review of the pump history file reveals a total of three (3) pump error 24 power failure alarms that occurred due to the motor health check failed: the vcc voltage was not within the limits, listed below: (B)(6) 2023 02:56:00 alarmalertnotification faultnumber = power failure alarm (24) linenumber = 2061 filenumber = 33. (B)(6) 2023 04:11:00 alarmalertnotification faultnumber = power failure alarm (24) linenumber = 2061 filenumber = 33. (B)(6) 2024 04:35:01 alarmalertnotification faultnumber = power failure alarm (24) linenumber = 2061 filenumber = 33. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, and force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: missing retainer, partially broken reservoir tube lip, stained keypad overlay, stained and faded serial number label, scratched case, pillowing keypad overlay, missing reservoir tube o-ring, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 24 alarms are confirmed due to the motor health check failed: the vcc voltage was not within the limits, fault isolated to the hardware. Missing retainer, partially broken reservoir tube lip, and missing reservoir tube o-ring are confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.